Event description:
6/3/88 & 6/16/88 tissue expander removed due to infection, same tissue expander put back in; septum replaced on tissue expander 8/25/88. Tissue expander replaced with breast implant on 10/27/88. Allegations of silicone syndrome.